Event description:
During the implant of a transcatheter bioprosthetic aortic valve, a dissection was noted and repaired. Per the physician, the perclose device was most likely the cause of the dissection. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).